Event description:
Healthcare professional reports discrepant act-lr results with the hemochron elite microcoagulation system during electrophysiology application. Customer ran comparative tests on two instruments. During first two hours of the procedure multiple out of range high errors occurred. First instrument generated out of range high error and second instrument generated 305 seconds. Later in procedure, first instrument generated out of range high error and second instrument generated 282 seconds. After the procedure but before the sheath was pulled, multiple out of range high errors also occurred. Target time: >300 seconds. Unk if pt was on a heparin drip or if heparin was adjusted during the procedure. No adverse event(s) reported.

Manufacturer narrative:
(B)(4). Customer tested using instrument serial numbers (B)(4). Method: actual device not evaluated (single-use disposable). Process eval performed. Cuvette device history records reviewed and found to meet specs.